Event description:
It was reported that the user received an ¿infusion set expired¿ notification after a recent infusion set change, and review of the device history showed the infusion set date had not updated, indicating incomplete supply change steps consistent with a use-of-device problem related to the infusion set and cartridge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the device component could not be more specifically coded. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.